Event description:
It has been reported the pt experienced a fall several months ago. The pt reported loss of stimulation. A full parameter diagnostic indicated high impedance values on all contacts. The pt underwent surgical intervention to explant and replace the system leads. Further follow-up on this matter indicated the pt has regained effective stimulation and the scs system is working well. Explanted products have been discarded by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.